Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: on (B)(6) 2026 between 21:14 and 21:21, the ventilator log shows repeated cycles of ¿exhalation obstructed¿ together with high peep and limited inspiratory volume. This pattern is consistent with increased expiratory resistance rather than a stable internal ventilator issue. ¿exhalation obstructed¿ is a high-priority alarm. Because similar events occurred across different devices in a short period and internal testing did not reveal a device-related deviation, the most likely explanation is an influence from the patient set or other consumables, such as a partially blocked expiratory filter, moisture or secretions causing intermittent restriction, or a kinked circuit. As the circuits were discarded and the hospital does not track which patient set was used with which device, the root cause cannot be confirmed. The hospital technician tested all received devices and did not identify any issue related to the ventilator.

Event description:
Hamilton medial ag received the following complaint description (summary): it was reported that the customer experienced repeated expiratory obstruction events. Although the customer mentioned several devices, only one specific ventilator was documented in this complaint. The device was sometimes returned without the patient set, so the issue could not always be reproduced. Logfiles showed the event around 9:00 p.m. The hospital does not track patient sets, making it impossible to identify which circuit was used. The hospital technician tested all units and found no ventilator-related problem, so the consumables are the most likely common factor. A additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported.